Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt380 breathing circuits were returned to f&p healthcare in new zealand for investigation, where they were visually inspected and leak tested. Results: visual inspection identified no damage or defects to the returned devices. Leak testing confirmed that the breathing circuits were within specification. Conclusion: the investigation findings confirmed that there was no fault found with the returned devices. All rt380 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state the following: "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt380 adult dual heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement.